Event description:
It was reported, the patient¿s device was ¿not working.¿ it was reported, the patient was currently in the hospital. It was reported, the patient had not been feeling well and had been having tremors and trouble articulating for about 3-4 weeks. The patient noted normal stim relief was knee to ankles. It was noted one night the patient turned the implantable neurostimulator (ins) off and woke up with the ins on at the same amplitude. This had reportedly been happening for about 3-4 days. It was noted that every time the patient touched metal, ¿it would go on.¿ it was also noted that coughing or touching one leg would cause stimulation to go on. The patient usually used stimulation about 5-6 hours a day since implantation, and ¿at a higher pain level.¿ it was noted that since EKG monitoring, the patient had turned the amplitude to zero and off and it appeared to have resolved the issue. The patient confirmed the device was off ¿without the lightning bolt.¿ it was noted, the patient was ¿out of pain¿ since ¿this latest anomaly¿ and now felt that the ins ¿fried his nerves.¿ the patient reportedly had no other implant and it was unknown where the leads were located. The patient was reportedly being released today. The patient¿s primary care provider was reportedly aware of the situation and the patient had an appointment scheduled for (B)(6). The patient¿s wife was reportedly upset because, she was unable to touch her husband (the patient) at one point because, the pain was so bad and the ins turned on. The patient was reportedly in the hospital for testing. It was reported that all diagnostic tests came back normal. All neurologic tests that were done ruled out nothing was wrong with the patient¿s brain, heart, or carotid artery.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a malfunctioning neurostimulator (ins). The patient had the ins turned off twice by the rep, and it goes back on by itself. The rep ¿did the battery pack to zero or something¿ and adjusted it and according to him it ¿could not go on.¿ this had reportedly occurred on more than one occasion and the patient had been experiencing the issue since (B)(6). The ins didn¿t start malfunctioning until (B)(6). The patient was reportedly in the hospital in (B)(6) for neurological symptoms, and had gone to the ER. The patient was admitted to the hospital because of what the device was doing, and they tested him neurologically. The rep came 4 days later and recalibrated the device, repaired ¿whatever¿ and turned it back on. Last week it started ¿going crazy¿ again. They took the patient to the hospital and met a rep there. They shut it off and the ins continued to intermittently turn on and off. It was noted as soon as the ins was off, the symptoms would go away, but it turns itself back on. The patient exhibited symptoms that he had never had before, except in (B)(6) when it wouldn¿t turn off again. The patient was exhibiting neurological symptoms and was seen by a neurologist the day of this report. The patient could turn it off using his control, but it would t urn itself back on, so he continually had to press the button to turn it off. If the patient kept pressing the button, sooner or later the device just ¿gives up¿ and ¿turns itself off.¿ the patient did not get to see the rep the day of the current report because the health care provider (hcp) told the rep to leave before he saw the patient. The rep saw the patient on (B)(6) 2014. The patient had been off and at 0 volts with no programs, and it was verified the patient could not have stim in this situation. The patient had been admitted to the hospital twice, and the patient wanted to arrange to get ¿this thing¿ out. It was noted they may replace the device.

Event description:
Follow up information received reported that the cause of the event issue had not been determined. The patient had been sent to s surgeon for ins battery replacement although the date of the replacement procedure had not been set at the time of report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2010 (B)(6) product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3777-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3550-39, lot# n245824, implanted: 2010 (B)(6); product type accessory product ID 37092, lot# 249000001, implanted: 2010 (B)(6); product type accessory product ID 37752, serial# (B)(4); product type recharger. (B)(4).